Event description:
It was reported via a legal notification that a 50 yo female patient, initial left knee implanted on (B)(6) 2015, underwent a revision total knee replacement procedure on (B)(6) 2022, approximately 6 years 10 months post the initial procedure. The patient was seen in the office with a failed left total knee replacement refractory to conservative management. Imaging was consistent with failed left knee arthroplasty. The patient was indicated for surgery. Informed consent was obtained by the patient who understood the risks and benefits of the procedure and wished to proceed. Implants were removed. The femoral component was grossly loose and was removed by hand. Attention turned to the tibia. The tibia was removed with minimal bone loss. The patient was re-implanted with a competitor¿s devices. A condylar constrained total knee prosthesis with stems on the femoral and tibial components were inserted. The patient was transferred to the recovery room in stable condition. The pre-op and post-op diagnosis indicated mechanical loosening of the internal left knee prosthetic joint. Primary device reported is the poly liner. Femur device information is unknown. No device returns anticipated due to this being a legal case. No further information.

Manufacturer narrative:
D2b: prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.